Manufacturer narrative:
Patient information currently unavailable. The initial reporter customer occupation was unavailable at the time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The complete control panel assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit would intermittently not switch to bag mode when requested. There was no report of patient injury.